Event description:
It was reported that this patient was evaluated in-clinic as they recently received a single inappropriate shock due to over-sensed right ventricular (rv) lead noise. Upon interrogation, frequent rv lead noise was observed, with episodes of r-wave under-sensing and intermittent low, out-of-range rv pacing impedance measurements (less than 200 ohms). The physician suspected a potential rv lead insulation issue and hospitalized the patient with tachycardia therapy turned off. A venogram will be performed to assess the patient's venous access for a lead replacement. The physician is also considering performing a device replacement during the procedure. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6). This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient was evaluated in-clinic as they recently received a single inappropriate shock due to over-sensed right ventricular (rv) lead noise. Upon interrogation, frequent rv lead noise was observed, with episodes of r-wave under-sensing and intermittent low, out-of-range rv pacing impedance measurements (less than 200 ohms). The physician suspected a potential rv lead insulation issue and hospitalized the patient with tachycardia therapy turned off. It was previously noted that a venogram performed to assess the patient's venous access for a lead replacement, but the results were not able to be provided. Currently, the patient remains hospitalized with tachycardia therapy turned off awaiting a system replacement procedure. The device replacement will be replaced due to normal battery depletion. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.